Manufacturer narrative:
(B)(4)

Event description:
T2 non-deployment it was reported that the t2 did not deploy as intended on the fast-fix 360 curved. T1 was removed and a backup was used to complete the procedure. No delay was noted and no patient impact as a result.

Manufacturer narrative:
Device investigation narrative - two fast-fix 360 curved needle delivery systems were returned for evaluation. Visual assessment of the devices shows the actuators are in the t2 post deployment position indicating a complete deployment. No ts or suture remain on the needle, but were returned. Examination of the t/suture constructs showed t1 is missing its distal end, likely caused when pulled out of the patient¿s meniscus. The insertion needles are bent. Devices were functionally tested for proper actuator advancement and cycling, device would not function properly. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. No root cause related to the manufacturing process can be established. Further investigation is not warranted at this time. (B)(4).